Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as nausea, on (B)(6) 2019 with blood glucose level was 599 mg/dl at time of incident and the current blood glucose level was 277 mg/dl and took correction dose of insulin via syringe at hospital. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they contact their health care professional regarding the high blood glucose. Customer reports insulin did not exit at the quick release. Customer did not allege insulin pump was under delivering. Customer declined to continue pump troubleshooting. The devices will not be returned for analysis.